Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an hemostasis was not achieved after a 5f mynxgrip vascular closure device (vcd) was used. The physician held pressure for 30 seconds after the device was deployed. There was no reported patient injury. Excess force was not applied during insertion, and the advancer tube was held in place while removing the balloon from the access site. There was no difficulty removing the device through the advancer tube, and the sealant was deployed to the proper location and done correctly without dislodgement. No visible bending or damage was observed in the distal end of the balloon shaft after removal, and the sheath was not kinked or bent upon removal. Vessel depth was not shallow. The intended procedure was diagnostic. The device was prepped and stored per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle, and the device was used in the superficial femoral artery (sfa). There was no presence of pvd or calcium in the vicinity of the puncture site. The device will not be returned for analysis, however 6 sterile devices will be returned for analysis.